Event description:
It was reported that the patient was dizzy and presented to the e.r. Noise from emi was observed by the egm and caused atrial and ventricular oversensing, leading to inhibition of pacing. The noise was observed on a stored egm for ventricular noise reversion. Programming changes and investigation of the source of the emi were recommended. No more episodes of emi occurred and no programming changes had been made. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.